Event description:
Pump unable to infuse tpn solution at 300 ml/hr x 10 hours (rate within spec) while on fully charged power packs. Pump would begin to "labor" approx 5-6 hours into the infusion and would eventually drain the power pack to the point that the infusion would alarm/stop. Power packs were brand new and fully charged so pump was probably the problem. Pump sent for evaluation/repair.